Event description:
A customer reported that during a patient procedure, using a glidescope core 15-inch fhd monitor, there were red and purple lines across the screen when the physician was attempting intubation with a glidescope spectrum single-use qc mac s3 laryngoscope. The procedure was completed using a glidescope spectrum single-use qc mac s4 laryngoscope which was made available in an unspecified amount of time. There was a minor delay in intubation time; however, no harm to the patient was reported.

Manufacturer narrative:
Verathon is conducting a voluntary correction for a limited number glidescope core 15 and core 15 fhd monitors. Verathon has received 12 complaints from customers about a loss of image when using a core 15 or core 15 fhd monitor in conjunction with unique combinations of the glidescope core 2m quickconnect cable (0600-0843) and spectrum qc single-use video laryngoscopes. No injuries have been reported. Verathon has implemented a correction in the form of a software update (core 15: v1.10 and core 15 fhd: v1.8) to prevent a loss of image. Verathon's investigation confirmed that with these unique combinations that a video signal delay issue can contribute to a degradation in image quality, a loss of image, or the airway cannot be visualized. This may lead to a delay in the procedure until a replacement or alternative device is obtained, which may cause serious injury. Following the reported event, the customer's glidescope core 15-inch fhd monitor received the aforementioned software update at their facility. The monitor was returned to service and to date, no other issues have been reported. Verathon will continue to monitor for ongoing trends.